Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: g0baf rev. 10; product ID: bi71000195, serial/lot #: (B)(4) rev.the system was serviced in the field and the power conversion board and power tray were replaced. The system was then performing as intended. The power conversion board was returned to the manufacturer for analysis. Analysis determined that visual inspections showed were electrically over stressed. The failure was due to an electrical issue. The power tray was returned to the manufacturer for analysis. The fuses that were returned with power tray were tested and both returned fuses tested open . The fuses were blown. Installed known good fuses and power tray into a test system. The system powered on, booted, readied several times and functioned as expected. Multiple 2d and 3d imaging were taken and successful. The failure was due to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) wasn't powering on. The medtronic representative replaced a fuse but the power conversion board failed. No patient was present.